Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred even while the customer was disconnected from the pump. The customer's blood glucose (bg) level was 540mg/dl. A correction bolus was delivered and the customer's healthcare provider advised to deliver 4 units of insulin per hour via the pump to address the customer's bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. The customer reported manual injections would be used for insulin therapy.